Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot did not identify an increase in complaint activity for lot number 63245uq11 for the current issue. Ticket trending was reviewed and did not identify any related trends for the product for the issue. A review of the device history record did not identify any non-conformances or deviations associated with the reagent lot 63245uq11 and complaint issue. The customer performed troubleshooting by reanalyzing the samples to obtain lower results. The same sample when rerun on an alternate architect analyzer and on the original analyzer, generated lower results. The customer ran the specimen 10 times as precision, on each analyzer and stated that all results were near 200 as expected. Quality control was in range. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or product deficiency of the architect glucose reagent lot 63245uq11 was identified.d4 - catalog # - initial: 03l82-21; updated on 15jan2024 to 03l82-42.

Event description:
The customer reported falsely elevated glucose results for one patient sample when running on the architect c4000 processing module. The following data was provided: on (B)(6) 2023 sid (B)(6): initial glucose result = 636 mg/dl; rerun result = 635 mg/dl (reference range: 70-99 mg/dl; critical range: > 400 mg/dl) the doctor questioned the result, and the customer reran the sample on an alternate architect and generated a result of 209 mg/dl. The sample was then rerun on the original instrument and generated a result of 210 mg/dl. The customer stated the qc was in range. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (the complete sample ID exceeded the allowed set of characters for this field) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated glucose results for one patient sample when running on the architect c4000 processing module. The following data was provided: on (B)(6) 2023 sid (B)(6): initial glucose result = 636 mg/dl; rerun result = 635 mg/dl (reference range: 70-99 mg/dl; critical range: > 400 mg/dl). The doctor questioned the result, and the customer reran the sample on an alternate architect and generated a result of 209 mg/dl. The sample was then rerun on the original instrument and generated a result of 210 mg/dl. The customer stated the qc was in range. There was no impact to patient management reported.